Event description:
On (B)(6) 2012, the healthcare professional/reporter, the pharmacist, in (B)(6) contacted lifescan to report the patient's one touch verio pro was giving the "apply sample" icon during testing. On (B)(6) 2012, the technical support representative (tsr) spoke with the patient to obtain and verify information. On (B)(6) 2012, the patient obtained only the "apply sample" icon during testing; she was unable to obtain a blood glucose reading on that day. The patient could not confirm the specific time of the onset of symptoms, but that day, the patient experienced the symptoms of feeling unwell, dizziness, sweating, difficulty walking, nervousness and worry, her usual symptoms of low blood glucose levels. At 7:00 pm, the patient's nurse arrived to help her with blood glucose testing, the usual time to test before dinner. The patient attempted again to test her blood glucose level but obtained only the "apply sample" message. The nurse did not have another meter with which to test the patient's blood glucose level. Afterwards, the patient ate her usual dinner of fish and vegetables. The patient confirmed she did eat dinner, she did not skip a meal as she had originally reported. The patient did not take any insulin doses that day. The patient was unable to state what meals she had taken earlier on the day of this event. The patient manages her diabetes with lantus insulin 40 units per day, and the oral diabetes medications glucophage (metformin) and daonil (glyburide). The next morning, the patient ate breakfast of orange juice and toast and went to her pharmacist for assistance. During the troubleshooting telephone call, the issue was not resolved; the meter issue was reproduced. It was also determined the patient's testing technique was correct, the test strips were correct, and the test strips correctly drew in the blood sample. The meter and test strips were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to obtain a blood glucose reading due to the reported meter, and received treatment with food. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). Device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found meter to have bad contact between strip and strip port contact at pin2. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.